Event description:
It was reported that 2 days prior to report the implantable neurostimulator (ins) stopped working and the patient no longer felt stimulation. The patient could not adjust stimulation, and would hear "triple beeps" on the programmer when attempting to adjust stimulation. Additional information received reported that 92-100% of the battery life had been used, and the battery was at end-of-life (eol). It was noted to be normal battery depletion. A replacement ins was planned but not scheduled. Additional information received reported the device was "shorting out" and the battery was dead.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID *unk-ld, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).